Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 300 (mg/dl) and moderate levels of ketones. Customer changed their infusion set, administered an injection, and consumed water to treat their bg level and ketones. Recommendation was made to contact a health care provider to discuss diabetes management.